Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive after water exposure. The patient denied damage to the keypad or pump and noted visible moisture behind the display screen. The patient reportedly wore the pump in a case attached to the waist and cleaned it with soap and water. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the buttons were not functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.